Event description:
It was reported that during an unspecified surgical procedure it was observed that when the physician was broaching the hip with an unknown adaptor device and an 8 actis broach, the top post of the broach that connects to the incise broach handle broke off. It was not reported if there was a delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: actis broach sz 8 (B)(6) 2022). The brand name is unknown. The catalog number, lot/serial number is unknown. UDI: the part number as unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.